Event description:
Reporter underwent a diagnostic laparoscopy/hysteroscopy to determine why reporter was having irregular menstrual cycles and painful intercourse. The first procedure, which was the hysteroscopy went fine. The second procedure, which was the laparoscopic procedure was started about 9:00 am did not go as well. By 9:13 am reporter had became hypotensive and the anesthetist had advised the surgeon to stop the procedure. Within minutes, reporter had no blood pressure. Tests were ordered to find out what the problem was: blood gases, x-rays. The first blood gas test came back and showed a severe drop in hemoglobin suggesting internal bleeding. When reporter was opened up they found some free blood in the abdominal cavity, but the main problem was evident, under the retroperitoneal cavity was a large hematoma. After removing all of the clotted blood, they found a transverse cut on the infrarenal aorta and infrarenal vena cava about 1cm, 2cm in length each, suggesting the cut had been made with the trocar. There were several other sites that were injured, one being the small bowel. Due to the fact that reporter had lost 4000 to 5000 cc of blood, reporter had to have multiple blood transfusions, 9 units of whole blood several unit of plasma. This medical mishap has left reporter partially disabled in both legs. On the left side, reporter developed severe dvt about 2 weeks post op, the clot started in the pelvis area and extends down past the knee, and on the right side. Reporter's iliac artery is about 95 percent occluded. Reporter lives with constant pain due to these injuries. Reporter also has to take blood thinner for the rest of reporter's life to prevent future clots from forming. Reporter has to wear compression stockings and use a pump at night.